Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during testing at the user facility, the handpiece was found with a repair tag noting it was breaking blades. No further information was provided.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported that during testing at the user facility, the handpiece was found with a repair tag noting it was breaking blades. No further information was provided.